Manufacturer narrative:
A2. Reported patient age (55 years) is the mean age for all patients in the pipeline treatment group in the article. A3a. Reported patient sex (female) represents the majority of patients included in the pipeline treatment group, and the study overall. B3. Reported event date is the date the article was accepted for publication. Section e: the initial reporter information and address pertains to the communicating author. The events reported in the article were from the national inpatient sample (nis) which involved many facilities across the united states. This report is submitted representative of patients who had outcome of mortality reported in the article. Serious injuries that did not necessarily end in death will be reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pando, a., ha, c. J., thibault, d., khandelwal, p., nair, a., singla, a., & sun, h. (2025). Flow diverter assisted embolization of ruptured aneurysms is associated with increased hemorrhagic complications: prognostic factors and outcomes in neuroendovascular treatment of subarachnoid hemorrhages. World neurosurgery. Https://doi.org/10.1016/j.wneu.2025.124061. Medtronic review of the literature article found a retrospective review of the 2016 to 2021 national inpatient sample (nis) database which identified 62,567 patients with non-traumatic subarachnoid hemorrhage (sah). Of these patients, 409 underwent treatment with pipeline embolization device flow diverter stent implantation. 6,834 patients underwent coil embolization (manufacturer, brand not specified). The remainder of the patients underwent non-endovascular management. It should be noted that this treatment is off-label for the pipeline device. No device malfunction was reported in the article, 43 patients in the pipeline treatment group had an outcome of mortality. Cause of death and/or relationship to the pipeline or the procedure was not specified in the article.